Event description:
It was reported the right side was not working; it worked ¿fine¿ for a week to a week and a half and then the patient had no sensation. A month after surgery, they determined the patient¿s lead ¿flipped or popped out.¿ in (B)(6) the patient had another surgery and it only worked for 4 days. It was noted the recovery was difficult for the patient. The patient had been able to control about 60% of her pain with just the left side; she¿s still taking medication but less ibuprofen and muscle relaxants. The patient was still sensitive to light. It was reported if both sides worked the patient would be at 90% relief. The patient was told ¿there was no guarantee that the third surgery would give better results given the location of the implant.¿ additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).